Event description:
It was reported that the lead exhibited high/unstable thresholds. In addition, insulation damage was noted by the physician. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was thoroughly analyzed. No anomalies related to the electrical complaint could be attributed to the complaint at this time.